Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting options as well as stored episodes and available device settings. X-ray imaging was performed and no issues were found. At a later date, the patient received one shock as inappropriate therapy. Ts recommended further in clinic examination. This electrode remains in service. The device sensing vector was reprogrammed. No additional adverse patient effects were reported.